Event description:
It was reported that revision surgery was performed due to breakage.

Manufacturer narrative:
Microscopic analysis of the inner surface of the femoral component has revealed no cement residue and no indications of cement adhesions. The lack of cement residue on the femoral component and the characteristics of the fracture indicate the fracture was due to material fatigue.